Event description:
Pt underwent insertion of a guidant crt device for advanced chf in 2005. His device was a model h170. The next month he had an inappropriate shock from the device due to artifact on the rate sensing lead. He was hospitalized and the device explanted. No loose connections were found. Initial report from guidant found multiple ring seal abnormalities. This is one of three guidant crt devices rptr has seen w ith this identical problem. Rptr has not seen it with any other MFR or with any of the guidant non-crt devices. This is a potentially life-threatening malfunction.